Manufacturer narrative:
The reported events were noise and lead fracture. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 15.6 ¿ 15.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed noise and fracture on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.